Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305916; lot# 2024137. It was reported the needles were clogged. It was reported that the needles were clogging. When they went to push the vaccine through, the needles clogged up with the medication, had to redraw the medication and push it back in again. The medication has not changed in consistency, so issue is assumed to be with the needle and not the medication.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305916. Lot# 2024137. It was reported the needles were clogged. It was reported that the needles were clogging. When they went to push the vaccine through, the needles clogged up with the medication, had to redraw the medication and push it back in again. The medication has not changed in consistency, so issue is assumed to be with the needle and not the medication.